Event description:
In late 2008, the patient reported that the down button of his infusion device stopped working 2 days ago. He discovered this while attempting to perform a quick bolus. He stated that the infusion device has not been dropped or exposed to water. The patient also began to experience elevated blood glucose of 260-315 mg/dl, which he believes is related to the defective button. He switched from the quick bolus method to the standard bolus method and his blood glucose remained elevated. He then lowered his blood glucose by injecting insulin via syringe. This morning his blood glucose measured 100 mg/dl at breakfast and he bolused twice the requirement for his meal, but his blood glucose remained unchanged. The patient was advised to switch to his back up infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.